Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.00/2.0/102 (sphere/cylinder/axis) was implanted into the patient's eye on an unknown date. Excessive vaulting was observed and the lens was explanted on an unknown date.a shorter lens was used for replacement lens. It is unclear if lens removal and replacement occurred intraoperatively. Additional information: d9: return date: 22/mar/2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn and broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.00/2.0/102 (sphere/cylinder/axis) was implanted into the patient's eye. Excessive vaulting is observed and a exchange is planned.

Manufacturer narrative:
Corrected data: h1: should be corrected to serious injury. H3 - device evaluation: should be corrected to: the lens was returned in liquid in a specimen cup. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).